Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.